Event description:
Hamilton medical ag received the following incident description: "while the patient was using the device, all the display lights came on and the alarm sounded continuously. As a result, use of this intellicuff device was suspended. The log shows numerous tf10 entries¿. An impact on the patient if it were to recur cannot be excluded. Therefore, this event is assessed as reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: the event occurred with patient¿s involvement but no health consequences or impact occurred. The intellicuff was replaced. No further information was given. This case is considered as closed.